Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
At the end of the atrial fibrillation ablation procedure, after removing the catheter, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted to remove the air, but the issue remained. As the sheath was used at the end of the procedure, the procedure was still completed with no adverse consequences to the patient.